Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant following successful lead placement, this patient with a confirmed heart failure diagnosis, exhibited respiratory distress. The anesthesiologist performed an immediate intubation however the patient progressed to bradycardia and ultimately went asystolic. Resuscitation for 15 minutes did return a pulse but only temporarily, as the patient returned to their former brady and asystolic rate. Another 15 minutes of resuscitation was unsuccessful and the patient passed away. The physician alleged no boston scientific product malfunction as a cause or contributor in the patient's death and stated the death was not a complication of the procedure but due to their clinical condition. No return of product is expected.